Event description:
It was reported by the abbott technical services that the patient presented remotely to the clinic via merlin.net transmission. Transmissions revealed that the patient's implantable cardiac monitor (icm) had post-sensed t-wave oversensing episodes. No intervention was performed. The patient had no adverse consequences.